Event description:
This report is being filed after the subsequent review of the following journal article: a prospective randomized trial comparing nonoperative treatment with volar locking plate fixation for displaced and unstable distal radial fractures in patients sixty-five years of age and older. Rohit arora, md, et al (2011). The journal of bone and joint surgery, incorporated, 93:2146-53. This was a retrospective study that reviewed 36 patients treated with open reduction internal fixation with a volar locking plate. Four of the patients were treated with volar fixed-angle plate (2.4-mm lcp drp [synthes, salzburg, austria]), while the remaining patients were treated with competitor devices. Thirteen of the 36 patients had complications. No breakage of plates were observed. Six patients had pain due to screw migration. Implants were removed. This is report 2 of 4 for (B)(4). This report is for unknown screw. This report is for 6 devices.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device used for treatment, not for diagnosis. This investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. A prospective randomized trial comparing nonoperative treatment with volar locking plate fixation for displaced and unstable distal radial fractures in patients sixty-five years of age and older. Rohit arora, md, et al (2011). The journal of bone and joint surgery, incorporated, 93:2146-53. This report is for unknown screws/unknown quantity/unknown lot.